Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had vibrate anomaly. The customer¿s blood glucose level was unknown. The customer states that pump has all of a sudden started a vibration signal and an obnoxious buzzing all of a sudden. The customer had declined to troubleshoot as customer was driving and unable to perform the test. The insulin pump will not be returned for analysis.